Manufacturer narrative:
During the investigation, it was determined that the "micro- focus" of the x-ray tube failed. The failure occurred after almost 7 years of operation. The failure of this x-ray tube is estimated within the statistical normal. The tube was replaced and no further issues have been reported. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ba system. A customer reported that xray release was not possible on plane a. The examination was aborted. We are unaware of any impact to the state of health of the patient involved.